Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturer representative states, procedure or technique performed was laminectomy/decompress ion/transforaminal lumbar interbody fusion.

Event description:
Information received from healthcare provider via manufacturer representative regarding an event happened during intra-op of reported product. It was reported that, there were issues with the modulex drivers and tulip inserters (old and new). Modulex locking drivers lock up in a position where they will not open or close at all, completely stuck so cannot open up to load screw and then cannot drive down to lock onto screw. Tulip inserters somehow the inserter was prematurely converting the tulip from open to locked mode (so it won't pop onto the screw post). Also, not engaging tulip properly - need to flush with saline or debride of tissue, sometimes still won't load tulip, so opened a new tulip and it it'll connect perfectly. The failure of reported items added excess time to the procedure. There was no information made available on the patient involvement, no further complications reported. There were no patient symptoms reported, no additional treatment or surgery performed as result. No further complications reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.